Manufacturer narrative:
Philips service advised the customer to replace the image disks and replaced the isb. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent loss of cine imaging occurred due to isb and image disk errors on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.